Event description:
On 2/5/96 at 8:45 am, during transfer of resident to wheelchair from bed via pt lift the strap broke causing resident to fall onto floor. Resident sent to hosp. X-ray diagnosed a fracture of the left greater trochanter with no need for surgery. Treatment: bedrest.